Event description:
It was reported to boston scientific corporation that during testing, when using a semi rigid ureteroscope from 2 different manufacturers, storz and acmi, when they remove the scope from the sensor wire or the sensor wire from the scope the blue teflon coating on the sensor wire strips off. This only happens with the sensor wires and the 2 manufacturer's scopes. There was no pt involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.